Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient used off label insulin which causing occlusion alarm and experienced hyperglycemia event on (B)(6) 2026 with unknown value and was corrected with injection via multiple daily injection. No further information available.